Event description:
Reported as a port leak. Follow up findings reveal: "the system would not hold fluid after a fill, only the port was explanted."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 28/may/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."